Event description:
On (B)(6) 2014, sharps compliance received notification that on (B)(6) 2013, (B)(6) was throwing away a sharps container and was poked by a needle. The incident required (B)(6) to seek medical attention.

Manufacturer narrative:
Investigation of actual container not possible due to container not returned to manufacturer. At such a time as sharps receives the container, sharps will perform an investigation, including but not limited to the wall thickness of the section of the container where the needle is protruding. All sharps containers are puncture resistant, not puncture proof. Product labeling on the container states "containers are puncture resistant, not necessarily puncture proof", and instructions for use state "do not overfill (fill line is noted on container label.) Lid must fit down tightly. Based on review of previous needle protruding from container reports it is usually the container being over-filled that leads to needle protrusions.